Event description:
A bipap auto biflex device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During evaluation, no foam particles were noted in the airpath, yet foam degradation was noted (blfm- blower foam degradation). The deice sound abatement foam was replaced to address the issue. Additionally, the device had dust/dirt contamination and displayed error code e065(err_stuck_encoder_a), and e055 (err_therapy_queue_full). The device was scrapped as per customer request. This event is reportable under FDA 21cfr part 803 as it meets the criteria for a serious injury and/or product malfunction.